Manufacturer narrative:
Medtronic representative follow-up investigation confirmed that a depuy screw system was used in conjunction with a pt and a non-medtronic driver. Software investigation has not been completed at time of this report.

Manufacturer narrative:
A medtronic engineer checked integrity of o-arm exam. All slices were present. Exam loaded correctly in synergy spine 2.0.1 software. Root cause could not be determined with the information provided.

Event description:
A site representative reported that, during a l4-s1 lumbar spine procedure, the surgeon alleged a 5mm inaccuracy laterally while navigating screw placement with an o-arm. The spine reference clamp was placed at s1. The surgeon deemed the inaccuracy was at s1 and accurate at all other levels. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.